Event description:
Customer reported that pt had a bilateral custom intralase procedure on (B)(6) 2011 without complication. At 1 day post-op had questionable dlk ou. Surgeon increased pf (B)(6) and pt returned in the pm. Pt had progressed to stage 1 - 2 od dlk and stage 1 dlk os. Surgeon lifted flaps ou and irrigated with kenalog pt seen back on (B)(6) 2011. Pt was seen on saturday (B)(6) 2011 with some improvement in dlk ou. Pt was to be seen for f/u. Pt put on pf (B)(6) ou, tobradex (B)(6) ou, bromday qd ou and rx'd prednisone 60 mg qd p.o. On (B)(6) 2011 vasc 20/20 od, 20/20 os dlk resolving. Decreased steroids - spk from heavy drop schedule dc bromday, tobradex ofloxacin. Taper others. Taper oral steroids as well.

Manufacturer narrative:
(B)(4). Equipment was serviced and preventive maintenance was done on (B)(4) 2011, after the reported event. No problems were found and sys meets all amo specs. Note: at the date of this report, amo has provided all available info. No further info is available or expected.